Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was undersensing at initiation of a ventricular tachycardia (vt) and the clinic was questioning if there was ventricular pacing into a t-wave that induced ventricular fibrillation (vf). It was further noted that ventricular events appear to have increased since the rate response feature was turned on. Boston scientific technical services (ts) was consulted and discussed the rate response does not affect rate histograms or the amount of premature ventricular contractions (pvcs). Ts noted there may be a change in patient condition at high atrial rates, therefore the patient might be suffering with paroxysmal atrial arrhythmia. Ts discussed that the fast atrial rates might be suppressed by preference of atrial pacing either using rate response control or rate smoothing. It was noted that the automatic gain control (agc) is diving down and the undersensing observed is functional under sensing. Once the sensing is back below the maximum sensitivity the detection algorithm satisfies in vf zone and the duration zone criteria is met, however the last in zone criteria is not fulfilled and the therapy was diverted. For the pacing into a t wave and inducing vf as pvc's during ventricular blanking of the atrial paced beat, ts noted that the device is not able to detect a pvc that is occurring at the exact time of an atrial event. Ts further discussed programming options to reduce v-blank after a-pace and medical troubleshooting options including vt study or vt ablation. Ts discussed that it is unknown whether the ventricular pace into the ventricular event triggered an arrhythmia as it appears the patient is easily inducible and vt pattern has been documented for approximately eight years. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.